Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the user interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed user interface pcb assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u2.

Event description:
It was initially reported that the display on the customer's device was distorted with vertical and horizontal lines. There was no report of any patient use associated with the reported failure. After physio-control evaluated the device, it was observed that the device was actually experiencing a lock-up condition and showing a solid white screen.